Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had eroded through the skin. Intervention was scheduled. On the day of intervention the device could not be interrogated. There were no allegations of premature battery depletion (pbd) and it was reported that the device exhibited normal depletion.